Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down. The customer's blood glucose level was 440 mg/dl. Reportedly, customer was able to turn the pump back on and resumed insulin delivery.